Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe had foreign matter in the syringe. The following information was provided by the initial reporter: "dirt found inside of the syringe packaging".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-may-2022. Investigation summary: several samples were provided to our quality team for investigation. The product was visually inspected and grease was found on one of the syringes. A device history review was performed for the reported lot 2110092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines routinely undergo proper maintenance and cleaning, quality records establish as processes were carried out normally. While we could not identify a direct issue, this incident likely occurred during the molding process, the grease accumulating within the mold.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe had foreign matter in the syringe. The following information was provided by the initial reporter: "dirt found inside of the syringe packaging".